Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, scope communication error code e315 was observed, confirming the customer¿s reported issue, and was found to be due to fluid ingress in the scope connector. Additionally, the suction tube and angulation knob were leaking, the switch buttons were not working, and the air/water port was corroded. The bending cover showed signs of deterioration and the protector of the light guide tube was discolored. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing of the subject device, scope communication error code e315 was displayed. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely from the user handling of the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.